Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the device lot number 5335620. Manufacturer: synthes (B)(4), supplier: (B)(4). Date of manufacture/release to warehouse date: sep 22, 2006. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The complaint device has been received and is currently in the investigation process. Lot number was confirmed upon receipt of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. The reported lot number, 65335620 could not be validated as a synthes lot number. If the subject device is received and the lot number identified, a follow-up report will be submitted. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a valid lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to treat an elbow fracture with modular foot orthopedic set implants on (B)(6) 2016, the handle with mini quick coupling broke as the scrub technician was loading the unknown drive shaft into the handle. The event occurred at the back table of the operating room. It was further reported that the handle broke into four pieces. Another handle was available and used to the complete the procedure. The surgery was completed successfully with no delay. The patient's post-operative condition was reportedly stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the 311.01 lot number 5335620 handle with mini quick coupling was returned and reported to have broken. This complaint condition was likely caused by rough handling of the device during surgery and sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 311.01 handle with mini quick coupling is an instrument routinely used in the rotation correction plates system. The device was returned and reported to have become broken. This condition is confirmed; the phenolic handle has broken roughly in half longitudinally in addition to generating three smaller phenolic fragments. It is likely that rough handling during surgery and sterile processing has led to this complaint condition. The shattered state of the handle would be consistent with dropping the device. The device was manufactured in september 2006 and is over nine years old. The balance of the returned device is in fairly worn condition consistent with the device¿s age. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: drive shaft (part and lot number unknown, quantity 1).